Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy to address the issue. There was no adverse impact to customer¿s blood glucose level.